Event description:
Caller reported an issue with a continuous glucose monitor (cgm) displaying error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided information for a complete pump reset. After the reset, the cgm error did not reoccur, and the customer was able to successfully start their sensor session.